Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The baseline gender/age characteristics is male/70 years old. One patient developed a vascular access¿related retroperitoneal bleeding that required blood transfusion and one patient experienced acute failure of a cardiac resynchronization therapy-defibrillator following pfa energy delivery, which was successfully managed with intraoperative pulse generator replacement. He model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: early u.s. Experience with catheter ablation of ventricular arrhythmias with a dual-energy lattice-tip catheter: insights from the clear-vt registry circulation: jacc: clinical electrophysiology, 2026 doi.org/10.1016/j.jacep.2026.03 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the study reporting early institutional experience with a lattice-tip radiofrequency ablation (rfa ) and pulsed field ablation catheter for ablation of recurrent ventricular arrhythmia (va). One patient developed a vascular access¿related retroperitoneal bleeding that required blood transfusion and one patient experienced acute failure of a cardiac resynchronization therapy-defibrillator following pfa energy delivery, which was successfully managed with intraoperative pulse generator replacement. The status of the devices is unknown. No additional adverse patient effects were reported.